Event description:
It was reported that a minimum fill notification occurred when the customer attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the insulin in the cartridge was not greater than 50 units. Tandem technical support educated customer of the minimum fill recommendation for their pump; customer then added insulin to the same cartridge, re-loading the cartridge to resolve issue.